Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump due to alleged pump error 63 and pump error 53 found on date (B)(6) 2021. The device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The device successfully downloaded to thus and carelink. Pump error 63 variable 3 on event date (B)(6) 2021 at the times 20:46:03 and 20:48:37 was noted in the history download due to broken trace pin6 on keypad assembly. No pump error 53 alarms noted during testing. However, the formatted history file confirmed pump error 53 alarm (line number 5632 file number 2005) on event date (B)(6) 2021 at the times 20:30:58 and 20:32:55. Problem isolated to the electronic assembly as per global logic analysis (esf#2610666 ). The insulin pump was cut open to perform visual inspection and moisture damage on electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, broken battery tube threads, cracked battery tube, serial number label damage, pillowing overlay, stained overlay, overlay texture damage, scratched case and cracked retainer. Customer allegations of pump error 63 confirmed due to broken trace on keypad assembly. Pump error 53 confirmed due to moisture damage on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm and hardware low level failures alarm. Customer stated that hardware low level failures alarm occurred during self test. Customer stated that they were able to clear the alarm and pump rewind. Self test failed. No harm requiring medical intervention was reported. The device will be returned for analysis.